Event description:
Covidien service found the unit had display missing segments. There was no pt involvement reported.

Manufacturer narrative:
Covidien service checked the unit and found the unit did not completed p.o.s.t. (Power on self test) led-segments were faulty. The front pcb was replaced. (B)(4).